Manufacturer narrative:
The technical support specialist (tss) inspected the instrument, performed extensive troubleshooting and replaced multiple parts. Ultimately, the tss resolved the issue by calibrating the reagent probe (r1) positioning. No additional discrepant result issues have been reported since the service activity was completed. The reagent probe was determined to be the likely cause of the issue. An instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the architect system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial number (B)(6) or the reagent probe were identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 processing module for two patients. The customer is using a non-abbott magnesium reagent. The field service representative (fsr) went onsite to inspect the instrument. The samples were repeated after the repair and the results were normal. The following data was provided: customer¿s normal range: < 1.02 mmol/l. Sid (B)(6) initial result = >10 mmol/l, repeat result post repair = 0.76 mmol/l. Sid (B)(6) initial result = >2 mmol/l, repeat result post repair = 0.87 mmol/l . There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 processing module for two patients. The customer is using a non-abbott magnesium reagent. The field service representative (fsr) went onsite to inspect the instrument. The samples were repeated after the repair and the results were normal. The following data was provided: customer¿s normal range: < 1.02 mmol/l sid (B)(6) initial result = >10 mmol/l, repeat result post repair = 0.76 mmol/l sid (B)(6) initial result = >2 mmol/l, repeat result post repair = 0.87 mmol/l there was no impact to patient management reported.